Event description:
It was reported that the procedure was to treat double vessel disease of the left circumflex and the left anterior descending arteries. The mildly tortuous and moderately calcified mid circumflex artery was treated first. The lesion was sub-totally occluded. Pre-dilatation was performed with a 1.5 x 12 mm mini trek and then a 2.0 x 12 mm mini trek, both pressurized to 12 atmospheres. A 3.0 x 38 mm zeta was inflated to 10 atmospheres when the physician noticed that the stent struts on the distal end were flaring. Post-dilatation was performed with a 2.0 x 8 mm mini trek balloon at 16 atmospheres and timi iii flow was achieved. After 2 days angiography was performed and there was no issue with the stented segment of the stent implant. The left anterior descending artery was treated at that time with a non-abbot stent. The patient was discharged without any complications. There was a significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.